Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: l5-s1 spondylosis. L5-s1 discogenic pain. For which, patient underwent following procedures: l5-s1 posterior spinal instrumentation. L5-s1 posterolateral fusion. L5-s1 transforaminal lumbar interbody fusion. Placement of carbon fiber interbody cage, l5-s1. Local spinal autograft. Spinal allograft (cancellous chips and allograft). Bone morphogenic protein 2. Per op notes, at l5-s1, within the interspace, allograft, in addition to spinal autograft, bone morphogenic protein 2, and cancellous chips were placed through the funnel and carefully move to the contralateral side. The cage was then placed with bone morphogenic protein 2, local spinal autograft and spinal allograft. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs combined with osteosponge allograft, spinal autograft, and cellus chips, and placed inside of a carbon fiber interbody cage. Following the surgery, the patient developed severe lower back and right leg pain. The patient underwent additional imaging. A CT dated (B)(6) 2013 demonstrated that the patient had developed an osteophyte in the axilla of the nerve route at l5-s1 and foraminal stenosis. The patient required an additional surgery to remove bone overgrowth in the nerve root of l5-s1 on (B)(6) 2013. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.